Event description:
The account alleged the brake is not holding on the bed.

Manufacturer narrative:
The technician found the foot end pedal assembly was disconnected from the torque tube assembly. The clevis pin broke which allowed the pedal assembly to slide out. The technician installed the pedal assembly back in the lower frame and connected it to the torque tube and installed a new clevis pin and cotter pin to repair the bed.